Event description:
Information received indicated that the foot section hi-lo was drifting.

Manufacturer narrative:
Technician found that the foot hi-lo section was drifting down slowly due to bad hydraulic valve. Replaced the hydraulic valve to resolve this issue.